Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an improper peel was confirmed, but the cause is unknown. One 4.5 fr microintroducer sheath was returned for investigation. The tabs had been split and the sheath had been peeled. A 1.9¿ long string of ptfe material was attached 0.9¿ from the distal tip of the sheath. The usable sheath length was 2.77¿, which was within specification. It appears that the sheath split along two seams from the tabs down to the string¿s point of attachment. Smaller strings of ptfe material were observed on the same half of the sheath, but on the opposite peel edge and 0.2¿ from the distal end of the tab. The tabs split unevenly, which resulted in a ring of orange material that remained attached to one tab after the introducer was split apart. The tack used to secure the sheath to the peel tabs was exposed due to the uneven peel and was observed to be slightly off-center. It is unknown if this affected the functional properties of the microintroducer. The improper split between the tabs may have lead to the string of ptfe material. The complaint sample will be forwarded to the manufacturing facility for further review. A lot history review (lhr) of reax0862 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2017 - facility reported to bard sales representative that the dilator was inserted successfully, but when the exterior was peeled away a "small thin strand was discovered." No other information was reported. No patient injury reported.